Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported "air in line" was found through a review of the event history log by the presence of "air-in-line" alarms. Evaluation reproduced the reported symptom while running a loaded set. The ultrasonic sensor was determined to be the failing component. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a "air in line" in the biomedical service department. There was no patient involvement. No additional information is available.